Manufacturer narrative:
Additional narrative: patient ID and weight were not provided for reporting. (B)(4). Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for the distal humerus. When the surgeon tried to insert the screw by using the drill sleeve for the fixation to the most distal lateral hole of the plate, the plate question could not be locked since the screw was spinning around. Although the surgeon tried to remove the screw, the surgeon was not able to do so. The surgery was completed by leaving the screw in the bone. The surgery was extended for 10 minutes. No information available about patient condition and outcome. Procedure was completed successfully. This report is for one (1) 2.7/3.5 ti va-lcp. (B)(4).